Event description:
Patient's pump was noted as having reached end of life. It was further stated that the neurosurgeon elected to replace the pump instead of waiting until later in the year because they were getting more drug out of the pump at refill than expected. Drug delivered via the pump was lioresal 2000mcg/ml. (Please refer to MFR report # 3004209178-2012-02916 for events that occured following replacement).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer model: 8840, serial# unk; catheter model: 8731, lot# b006391n39, implanted: 2004-(B)(6), explanted: unk; pump model: 8637-40, (B)(4), implanted: 2012-(B)(6) explanted: unk. (B)(4).